Event description:
It was reported that air bubbles were observed within the patient line and infusion set tubing. Customer¿s blood glucose level was 400 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.